Event description:
While changing tubing on medial port of triple lumen catheter, the end of the IV tubing became lodged tightly onto the medial cap of the catheter and broke off. Unable to remove lodged piece.